Manufacturer narrative:
Section a4: patient weight is unknown.

Event description:
It was reported following an unrelated procedure, where it is unsure if surgery mode was enabled, the ipg was unable to communicate later on and ipg deemed inoperable. Company representative met with patient and unable to reconnect. A such, surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.